Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus cannot determine the cause of the device's broken power button with exposed internal parts from the investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the power switch at front was damaged with exposed internal components. The plastic cap of the switch was torn off. Other observations for the device are: four suction feet at the bottom have weak suction force; top cover, main chassis, and rear panel are rusted; air pressure low due to faulty air pump unit; and air joint unit and connector socket at front are worn out evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing it was observed that the device power button was broken with exposed internal parts. There is no patient involvement and no harm reported to any patient.